Manufacturer narrative:
The device was not returned to olympus for evaluation but is expected to be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit gave off an alarm. The customer also reported that alarm did not create any inefficiency or harm to the customer. The date of the event was not known. The facility uses a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of a formal investigation, it was found out that the cause of phenomenon, ¿alarm sound went off from the device after start-up, and the display did not light up¿, was the faulty main board. The root cause was the component tube pressure sensor, which was mounted on the cr board of uhi-4, and which was manufactured before modification was applied, has malfunctioned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. Please see updates to d9, h3, h6 and h10. The device was returned to olympus for inspection, the repair center found the device beeps upon turning it on and the display does not light up due to a defective main board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.